Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported tweezers malfunctioned during handling. According to the available information, the event happened during medical procedure. Further information regarding the issue is not available. No negative impact in state of health reported.